Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive b-hcg results on the architect i2000sr analyzer. The following data was provided for a (B)(6) female: multiple results ranging from 100-120 miu/ml. The patient was confirmed negative on 2 other platforms. There was impact to patient management reported.

Manufacturer narrative:
An evaluation is still in process. A follow up report will be submitted when the evaluation is complete. 11/14/2017 update: the lot number was provided and changed from unknown to 73020ui00. Additional patient details were provided on 14november2017: patient has a clinical diagnosis of grade 2 cervical intraepithelial neoplasia.